Manufacturer narrative:
Sample collection and storage information were not supplied. Controls were run before and after the incident and results were within established ranges. Bci field service engineer (fse) performed cup maintenance, lamp calibration, checked module for leaks and verified priming, calibrated creatinine and ran precision. A root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false high crem result of 5.2 mg/dl, generated by the unicel dxc 800 pro synchron chemistry analyzer, for one (1) patient. The false result was reported out of the lab and was questioned by the physician. Repeat testing of the sample on an alternate instrument yielded a lower result of 0.7 mg/dl and the patient report was amended. There is no effect to patient.